Event description:
It was reported that there was not enough power to the sternal saw to allow the blade to work properly. No pt injury was reported.

Manufacturer narrative:
The sternal saw was sent in for service due to insufficient power to run the blade. Routine preventive maintenance was performed on the saw, including the replacement of the bushing and seal. No other issues were noted or service required.